Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No low battery alarm noted. No failed battery alarm during testing no loud motor during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on: battery cycle 13.0 received the lowbatteryalert (104) on 07/26/2025 17:33:00 after more than 7 days at 14.87 days. Battery cycle 12.0 received the lowbatteryalert (104) on 07/11/2025 20:38:00 after more than 7 days at 23.19 days. Battery cycle 11.0 received the lowbatteryalert (104) on 06/18/2025 08:07:00 after more than 7 days at 17.47 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Failed battery alarm not found in the formatted history file and on the event date.) The pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿ the p-cap/reservoir does lock properly. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. Power problem-charge/battery lasts less than expected not confirmed, power problem-battery loss not confirmed, power problem-failed battery test not confirmed and drive/motor anomaly not confirmed. Damage- keypad overlay damage confirmed and damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced scar tissue. The customer also experienced multiple pump malfunctions, including a crack on the back of the pump, rejected batteries with battery error messages, the pump powering down without notification, louder motor sounds during rewinding, loss of pump settings, diminished battery life, and buttons becoming discolored. The customer also reported that infusion set tubing was easily pulled out. The event involved unomedical and mmt-1715kl. Troubleshooting was not performed. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-1715kl.